Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while attempting to fill the cartridge. During the attempt to fill the cartridge, insulin was leaking out of the fill septum, due to being unable to insert the needle. The customer successfully filled a new cartridge. There was no impact to the customer's blood glucose level.